Event description:
Lead was repositioned but remains implanted. Lead pulled back and atrial dipoles now in svc. Should additional information become available, it will be added to this file.

Event description:
Lead was repositioned but remains implanted. Lead pulled back and atrial dipoles now in svc. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.